Event description:
It was reported that the device slipped on a pt. There was no pt injury. Additional information was requested and the following was provided on (B)(6) 2013: the customer could not recall the date of the event. Pt age and gender were unknown. The type of procedure being performed was a posterior cervical case. The surgery was not performed with a stereotaxy device. The incident occurred as the pt was being repositioned. The pt was in a prone position. It was reported that the doctor was checking the device visually and it slipped. The length of time the product was in use before the event occurred was 2-5 minutes. It was confirmed that there was no pt injury. The doctor did not want to change the mayfield out so adjustments were made. Surgery was completed.

Manufacturer narrative:
In addition to returning the a1108, the customer is also sending the a1018 (mayfield swivel adaptor) and a2101 (mayfield ultra base unit). To date, the devices involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.